Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm active while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The heartmate mobile power unit (serial number (B)(4)) was not returned; however, log files were submitted. The submitted log file contained data spanning approximately 1 days ((B)(6) 2022 per the timestamp). The log file captured a loss of external power while connected to the mobile power unit on (B)(6) 2022 from 08:32:54 to 08:33:01. During these times, the log file displayed a low voltage hazard, power cable disconnect, and no external power alarm when the rsoc voltage and bus voltage dropped below the expected voltage threshold. The backup battery was able to support the system without issue during the no external power event and pump speed was not affected. The alarms resolved when the rsoc and bus voltage were restored to their expected voltage thresholds and when external power was restored to the mobile power unit. Provided information stated that the mpu had a v-lock connector on the ac power cord, the ac power cord might have come loose at the wall outlet, the ac power cord did not come loose at the back of the unit , there is a possibility of there being environmental circumstances that would have affected ac power at the time of the event , and there mpu well not be returning for analysis. The patient was educated on proper mpu use. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. (B)(4) was shipped from abbott on (B)(6) 2021. Heartmate iii patient handbook (rev. C) under ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (rev. C), under ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) under ¿powering the system¿, ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. Also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a lot of usage on the backup battery. The log files showed a loss of external power on (B)(6) 2022 at 8:32 am. The voltage discharge pattern indicated that the patient was connected to the mobile power unit (mpu). The controller switched to backup battery power appropriately and pump support was not interrupted. The backup battery usage increased from 20 to 25 since (B)(6) 2022. It was reported that the mpu has a v-lock connector on the ac power cord, and that it was possible that the power cord came loose at the wall outlet, or that the patient lost power to their house. The patient was educated on proper mpu use.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported event of a no external power alarm active while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The heartmate mobile power unit was not returned; however, log files were submitted. The submitted log file contained data spanning approximately 1 days ((B)(6) 2022 per the timestamp). The log file captured a loss of external power while connected to the mobile power unit on (B)(6) 2022 from 08:32:54 to 08:33:01. During these times, the log file displayed a low voltage hazard, power cable disconnect, and no external power alarm when the rsoc voltage and bus voltage dropped below the expected voltage threshold. The backup battery was able to support the system without issue during the no external power event and pump speed was not affected. The alarms resolved when the rsoc and bus voltage were restored to their expected voltage thresholds and when external power was restored to the mobile power unit. Provided information stated that the mpu had a v-lock connector on the ac power cord, the ac power cord might have come loose at the wall outlet, the ac power cord did not come loose at the back of the unit , there is a possibility of there being environmental circumstances that would have affected ac power at the time of the event , and there mpu well not be returning for analysis. The patient was educated on proper mpu use. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the mobile power unit; however, no response was given. The root cause of the reported event could not be determined through this analysis. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.